Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had a broken force sensor was detected during seating or regular delivery alarm. No harm requiring medical intervention was reported. Customer stated that she removed insulin pump to shower, and when she returned to the insulin pump to recur with it, it started alarming with the error. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated that insulin pump had not been bumped or dropped, but it did had a crack on the backside. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 35 alarm due to moisture damage on electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.